Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2017-05959. It was reported the patient experienced ineffective stimulation post operatively. System diagnostics determined low impedances on the lead. Reprogramming was tried to avail as effective stimulation on right side was not achieved. X rays revealed right side lead had migrated. Surgical intervention may be taken at a later date to address the issue.

Event description:
Device 2 of 2, reference MFR. Report# 1627487-2017-05959. Additional information received identified the lead was explanted and replaced to resolve the issue. It is unknown which lead was explanted. Therefore the explant date is reported on both of devices.